Event description:
Hill-rom received a report from a hill-rom technician stating the siderail is not latching. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the slide bracket being bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the slide bracket to resolve the issue. Based on this info, no further action is required.